Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. The opening cable was wedged between the pulley and toggle preventing closure.

Event description:
The surgeon placed the clip over the laa. He tried to close the clip and the clip would not fully close. It appeared that one side of the clip was stuck in a semi open position. We looked at tee and the laa appeared to be closed but, there was clearly flow visible on tee. He squeezed the trigger and tried to reopen and reposition the clip. When he went to close the clip again the same thing happened. He decided to position the clip and close it as far as it would go and then pull the orange tab to fully disengage the clip from the deployment tool. When he did this the clip fully closed and there was no visible flow on tee.